Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked case-corner of belt clip rails, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. The crest and thus software downloads were utilized and successful. The insulin pump was also received with a critical pump error (open book image) alarm and pump error is found in the pump history. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The insulin pump was cut open to perform visual inspection and found moisture damage on the force sensor and electronic assembly. No moisture damage on the battery tube, motor, vibrator assembly, keypad dome switches and keypad traces during visual inspection. The force sensor offset measured within spec range during testing (21.5 mv). Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error alarm found in the pump history due to moisture damage on the force sensor and electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in the battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.